Event description:
Medtronic received information that during use of this hms plus instrument, the user was reporting that for the last two weeks all of the hdr (heparin dose response) were registering at less than 1.0 mg/kg for the patient heparin dose response. The instrument was replaced with a back up and there was no adverse patient effect associated with this event. The lot number of the hdr cartridge is 13375022. All of the hdr cartridges were from this lot

Manufacturer narrative:
Device evaluation summary: the reported hdr issue was verified during service. The service technician observed no error codes in the error log and they verified that the heat block temperature was accurate and in specification. The service technician verified that the syringe dispense was accurate and that all of the drop times were in specification and passing. Upon consultation with the medtronic clinical specialist, it was confirmed that the customer did not have the 480 second act target set in the patient protocol parameter setting. After this was set to 480 seconds, the customer ran the hdr test and it passed with no error. Preventive maintenance was performed as per specification. Conclusion: complaint confirmed for the hms plus instrument hdr (heparin dose response) test registering at less than 1.0 mg/kg for the patient heparin dose response. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.